Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history report release check list does not show any non-conformity. The review indicates that the parts were processed within specification.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
Patient was implanted on (B)(6) 2012 with prodisc-c at level c4, c5. Patient experienced an mva, date unknown, and the patient was returned to the or on (B)(6) 2013 for pdc removal. A partial corpectomy and fusion were completed. The patient initially said he hurt his neck picking up his daughter and was complaining of pain but finally confessed it was due to the car accident. No issues with the surgery were reported. Surgeon noted the disc was loose due to the accident and very easy to get out.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation states that in this case, a motor vehicle accident was the cause of the prodisc-c implant migration and loosening. Although such a trauma subjects the implant to forces well above and beyond what it is designed to encounter, its risk is adequately addressed in the current risk analysis. Since no change to the risk analysis is required, there is no change to the overall risk management summary. The benefits still outweigh the risks of the implant, making changes to the functional and design requirements traceability matrix and/or implant design unwarranted at this time. This complaint is considered invalid from a design perspective.